Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose was 435 mg/dl. The customer continued using the pump for insulin therapy.